Event description:
Patient reported that his implantable neurostimulator (ins) doesn't work for him "half the time" and he is not getting relief. He reported that sometimes the stim comes and sometimes it doesn't. The patient reported that his pain has returned and now it is in both his legs. The patient stated that he wants to have his ins removed. He stated this started about 15 months ago. Patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.